Event description:
It was reported that a patient had a stimulation system put in at (B)(6). It was stated that a year later, the patient fell and "it killed him because he ruptured his skull". Further information has been requested, but was not available at the time of this report.

Event description:
Additional information received reported that the patient had passed away 5 years ago after falling in his garage and fracturing his skull. It was stated that this was "maybe 6 months after the device was implanted". Further information has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the patient had been walking up the stairs from the basement carrying a bag of groceries when he fell backward and fractured his skull on the concrete floor below. He did not recover from the head injury. It was stated "the device had nothing to do with the fall" and that he missed a stair and wasn't holding onto the railing. The device was left in him for burial. The date of death was (B)(6) 2007.

Manufacturer narrative:
(B)(4).